Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture resulting in asystole for more than two seconds. It was indicated that the output had been programmed to 2.0v and the threshold measurement on the rv lead was 3.1v. The output was reprogrammed to 5.0v. All other lead measurements were appropriate. The patient noted feeling fatigued that last few months. No adverse patient effects were reported.